Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, a cervical leak occurred during the cooling and flushing phase of procedure. The patient received burns both internal and external. The patient was treated with unknown medications. No additional information is available. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.